Manufacturer narrative:
Added b1: adverse event.

Manufacturer narrative:
Imaging was returned to gore for evaluation. Follow-up imaging showed a growth on the device. In the limited imaging provided the device appears in a stable and satisfactory position on the atrial septum; however, without additional imaging this cannot be confirmed. The left atrial disc appears flat and well apposed to the atrial septum. The right atrial disc appears to be slightly expanded. This appearance is consistent with right atrial disc expansion. On the right atrial disc there also appears to be a finger like vegetative growth attached that is protruding into the right atrium. From the imaging the cause for this vegetative growth cannot be ascertained. The gore® cardioform asd occluder lists endocarditis as a potential clinical and device adverse event.

Event description:
It was reported the physician implanted a 48mm gore® cardioform asd occluder to treat an atrial septal defect on (B)(6) 2021. On (B)(6) 2021, imaging showed a vegetative growth on the right atrial disc, presumed to be endocarditis. The patient was treated with IV antibiotics and the device was explanted (B)(6) 2021. The defect was subsequently closed with autologous pericardium.